Event description:
This is a case report received by baxter (B)(4). It is reported that a baxter transfert set was found cracked during patient use. No clinical consequences reported for the patient.

Manufacturer narrative:
(B)(4). The sample was requested. Should the device be received for evaluation, a follow up report will be submitted to report the results. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4). This report for a damaged was confirmed in the lab. The results of a sample evaluation revealed chipping/flaking and cracks of the light blue main body. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The root cause is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.